Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that when the pipeline could not be opened, part of the delivery tube was below the t bifurcation. Patient c7 had a bend so it was placed at the bend of the blood vessel. Additional steps attempted to open the pipeline included trying to retrieve and re-deploy and also repeatedly pushing and pulling, increasing and decreasing tension, but the stent did not open as expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that due to the severe tortuosity of the patient's blood vessels, the distal and middle sections of the pipeline failed to open to adhere to the wall. The surgeon adjusted the shape of the pipeline by increasing and decreasing tension + swinging, but still could not solve the problem. The pipeline was recovered and released again, but it still could not be opened at the siphon bend. At the same time, it was observed that the distal end of the pipeline was tapered. The pipeline was adjusted again by increasing the tension + decreasing the tension + swinging, but still could not obtain a satisfactory opening effect. The pipeline was recovered again; after the system was raised, the pipeline was released again. The tip end and mid-distal section still could not be opened. This could not be solved by increasing the tension + swinging. It was observed that the tip end of the pipeline could not be opened or was even worsen than the previous two times. It was obviously tapered. It was considered that the tip end of the pipeline may be damaged, so ped-475-18 was withdrawn, replaced with ped-500-16, and blood flow-directing dense mesh stent placement was performed. The operation was successfully completed. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery segment aneurysm with a max diameter of 5.52mm and a 4.16mm neck diameter. The landing zone artery size measurements were 2.96mm distally and 4.78mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level that was normal. The post procedure angiographic result showed significant stagnation of the contrast agent.   Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal, middle, and proximal of the braid were found fully opened and no damage. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal, middle, and proximal of the braid were found fully opened and no damage. The cause could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.